Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of event occurrence. The philips field service engineer (fse) visited onsite and confirmed that the c-arm geometry movement was not available. The fse reviewed the system log files and found that system state was stopped, and a force sensor collision occurred at an sid of 1195.0 mm. It was confirmed that the force sensor was faulty. To resolve the issue, fse replaced the force sensor. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm rotation geometry movement was not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.